Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had up and down buttons are difficult to used and did not adjust insulin. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump had keypad worn out and medtronic logo fall off. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing end cap sticker noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened (no creased) dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.